Event description:
It was reported "we had a PICC wire break. It was an unsuccessful PICC placement and when they removed the PICC they noticed that the wire was hanging out of the end of the PICC. They removed the wire from the PICC but a 3cm piece of the wire remained inside the PICC. All the wire was recovered and there was no harm to the patient." Add info rcvd 04/11/2021: attempted to place PICC on the left on 4/7. Met resistance when advancing the PICC. When removing the PICC it was caught on the microintroducer. Removed the microintroducer and PICC together. The nurse noted the tip of the wire was hanging out of the end of the PICC. She removed the wire but 2-3cm remained inside the PICC. All the wire was accounted. Additional information: - medwatch stated, "guidewire broke off when removing from patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact cause could not be determined. One 3cg stylet was returned for investigation. The stylet exhibited evidence of use and had been removed from the PICC. There was a break in the core wire and tubing 2.6 cm from the distal tip of the stylet. Microscopic examination of the fracture region of the stylet found that both ends contained kinking between the magnet joints and overall curling of the magnet tip. The break in the tubing appeared to coincide with a kink in the tubing. No potential manufacture damage, defect, or deformity was seen on the sample. The polyimide tubing was confirmed to be within manufacture specification. The observed fracture features were indicative of catheter and/or stylet kinking, with stylet drag about a relatively tight radius resulting in curling of the wire, and likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reey1122 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a PICC wire break. It was an unsuccessful PICC placement and when they removed the PICC they noticed that the wire was hanging out of the end of the PICC. They removed the wire from the PICC but a 3cm piece of the wire remained inside the PICC. All the wire was recovered and there was no harm to the patient." Add info rcvd 04/11/2021: attempted to place PICC on the left on 4/7. Met resistance when advancing the PICC. When removing the PICC it was caught on the microintroducer. Removed the microintroducer and PICC together. The nurse noted the tip of the wire was hanging out of the end of the PICC. She removed the wire but 2-3cm remained inside the PICC. All the wire was accounted.